Event description:
The customer reported via phone call that the insulin pump was exposed to MRI. Customer's blood glucose was unknown mg/dl. After the troubleshoonting was done, the customer was advised to monitor insulin pump and call if any alarm occurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.